Event description:
"Journal article. Okabe, toshimasa, et al. (2021). "A 10 j shock impedance in sinus rhythm correlates with a 65 j defibrillation impedance during subcutaneous defibrillator implantation using an intermuscular technique." J cardiovasc electrophysiol. 2021;1-8. Doi: 10.1111/jce.15249 it was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received inappropriate shocks due to t-wave oversensing and oversensing of noise in the secondary sensing vector. The sensing vector was reprogrammed to alternate to resolve the oversensing. No adverse patient effects were reported. Available information indicates that the device and electrode remain in service. Additional information was requested, however, no further information is available at this time. If information is provided in the future, a supplemental report will be issued. Toshimasa okabe md, division of cardiovascular medicine, department of internal medicine, the ohio state university wexner medical center, columbus, ohio".